Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 350 mg/dl. The customer was treated with manual injection. The customer reported that the clear plastic ring around the reservoir compartment was broken and was sticking out. Customer declined to troubleshoot the pump for the high blood glucose in the morning. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump was returned for analysis.